Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to the customer report the lock ring part came off and was replaced by a new one, which also came off.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of separation other component was confirmed upon inspection of the samples. Analysis of the sample showed that the accessory was disassembled. Bd determined that the cause of the failure was attributed to the accessory used with the bd product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.